Manufacturer narrative:
The insulin pump had button error alarm and no button response due to corroded keypad traces.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 6.2 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.